Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: since the sample was not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined.

Event description:
A sales rep called baxter corporate product surveillance to report an interlink t-connector in which the injection site septum popped out. According to the report, the facility was administering contrast through a power injector and the septum became dislodged and "blew out". The facility was made aware that this product is not compatible with power injectors. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.